Event description:
It was reported that the patient presented for a new implant procedure. It was noted that the right atrial (ra) lead was screwed in the right atrial appendage, but no capture was obtained. The ra lead was retracted and repositioned, the data was good but then the ra lead dislodged. The lead helix was retracted again, and an attempt was made to reposition and obtain measurements at another site, but the lead's helix failed to extend. The ra lead was replaced, and the procedure was completed. No visible anomalies were observed outside the body but when rotated in either direction the lead's helix failed to extend. It appeared the ra lead at the set screw area was broken causing the helix to spin idly. There were no patient consequences.

Manufacturer narrative:
Correction: sections d6a and d6b: the initial implant and explant dates should not have been included as this lead was not used/implanted and was replaced during the procedure.

Manufacturer narrative:
Correction: section h6: medical device problem code "failure to capture" was removed as this was not an electrical but a contact issue as capture was good at a different site. Correction: section b5: "set screw area was broken" was entered in error and should have been "ra lead's helix was broken" - causing the helix to spin idly.

Event description:
Correction: "it appeared the ra lead at the set screw area was broken causing the helix to spin idly" should have been "it appeared the ra lead's helix was broken causing the helix to spin idly".